Event description:
It was reported that during an open recurrent incisional hernia repair performed in 2007, the surgeon came in contact with an old patch that had been implanted in 2003, that appeared to be a composix kugel patch. The surgeon said that the patch looked like it had buckled at the side and the patch had pulled away. The surgeon removed two small pieces from the original patch.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.